Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer stated that drive support cap was normal. Customer states pump was not exposed to a high magnetic field. Customer was able to clear the alarm but unable to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, selftest, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 or pump error 130 noted. Motor was tested outside device and passed, however unit received with corroded motor home switch.